Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician started to insert the catheter over it. However, upon doing so, the swg came out of the proximal extension line and not the distal like it was meant to. The clinician also reported damage to the catheter as well. The catheter was exchanged without difficulty or complications to the pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.